Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) had not change even when the device was withdrawn. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure. The device was stored and prepped according to the instructions for use (IFU), and the physician had the necessary certification. There were no visible signs of device or package damage prior to use. The catheter sheath introducer (csi) used was non-cordis. Angiography confirmed the suitability of the femoral artery, including the appropriate insertion angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. There were no signs of calcium or plaque, vessel tortuosity, nearby stents, stenosis greater than 50%, or any closure within the previous 30 days. No hematoma, arteriovenous fistula, or pseudoaneurysm was observed before using the exoseal vcd. There was no difficulty connecting the vascular sheath introducer to the exoseal vcd. No audible click was heard from the indicator wire cowling lock, and no red color appeared in the indicator window during retraction. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until the bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. Upon removal, the indicator wire loop was deployed and no anomalies were noted. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was in the non-depressed position, and the guard was not locked. The plug was in its manufactured position, and the indicator wire was not deployed. The catheter sheath introducer (csi) was not returned for evaluation. The indicator window was observed in the black/white position. A kinked/bent condition was noted to the delivery shaft, located approximately 0.7 cm and 1.0 cm from the distal tip. No additional anomalies were observed during the visual analysis. Per functional analysis, an attempt was made to lock the guard and perform an indicator wire deployment simulation. The guard locked successfully with an audible click; however, the indicator wire could not be deployed. This was likely due to the kinked/bent section near the distal tip of the delivery shaft, which may have impeded indicator wire deployment. As a result, plug deployment could not be simulated. Microscopic analysis was conducted under high magnification to assess the delivery shaft and internal mechanism. The kinked/bent condition was confirmed, and the indicator wire assembly and visibility were also verified. No other abnormal conditions were noted. Dimensional analysis was performed near the affected area of the delivery shaft. The measurements were within the specified tolerance range. The measurements were taken using a calibrated micrometer. A product history record (phr) review of lot 18353620 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿indicator window-no change to indicator¿ could not be observed through analysis of the returned device as functional analysis to change the window could not be performed. Additionally, the reported event of ¿vascular closure device (vcd)-no audible click¿ was not observed as a click was heard during functional analysis when locking the cowling. However, an additional condition of the device was noted during functional analysis of ¿indicator wire-deployment difficulty-unable¿ since it could not deploy, most likely due to the kink of the delivery shaft. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event, especially since the condition of the returned device does not match the device description. It was reported that the indicator wire cowling was locked against the handle with no audible click, and the indicator wire was deployed/showing when removed from the patient; however, the device was received with the cowling not locked and the indicator wire not deployed, indicating that the cowling was not depressed into the handle during use with the device. It should be noted that the depression and locking of the indicator wire cowling is necessary in order to deploy the indicator wire with an audible click, which is required in order to change the indicator window during retraction in the patient. As there were no issues noted during depression/locking of the cowling during functional analysis, it is unknown what issue the customer may have been experiencing. Regarding the condition of the delivery shaft, handling factors likely contributed to the kinked/bent condition and the subsequent failure to deploy the indicator wire during functional analysis. However, as this condition was not reported by the user, it is unknown if this condition occurred due to manipulations after the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) had not change even when the device was withdrawn. There was no reported patient injury. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.